Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis with permalume covering was during an endoscopic retrograde cholangiopancreatography procedure performed in 2009. According to the complainant, the physician was attempting to implant a stent in the bile duct to relieve a stricture. However, when the physician started the deployment, he faced difficulty releasing the distal end of the stent and it was difficult to remove the stent delivery system. The physician then "jiggled" the stent delivery system and the introducer catheter broke within the bile duct. While attempting to free the catheter, the stent was released in the correct position. The physician used a snare to retrieve the catheter from the bile duct and duodenum. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as ok.

Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis with permalume covering was during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009 ((B)(6) female, weight unknown). According to the complainant, the physician was attempting to implant a stent in the bile duct to relieve a stricture. However, when the physician started the deployment he faced difficulty releasing the distal end of the stent and it was difficult to remove the stent delivery system. The physician then "jiggled" the stent delivery system and the introducer catheter broke within the bile duct. While attempting to free the catheter the stent was released in the correct position. The physician used a snare to retrieve the catheter from the bile duct and duodenum. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as ok.

Manufacturer narrative:
Device evaluation: a visual examination of the returned device revealed that the outer sheath had been fully retracted and the stent had been deployed. The stent was not returned for analysis. It was noted that the inner lumen had broken at 254 mm proximal to the distal end and had been placed back into the outer sheath for return of the device. The distal section of the inner lumen was kinked at 13 mm distal to the break site. No other issues were noted. The condition of the returned incident device was consistent with the complaint that the introducer catheter broke within the bile duct. The most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.